Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific crm received information that during a replacement procedure for normal battery depletion, the right atrial (ra) lead was stuck in the header and the terminal pin separated from lead body but was still attached to the coil. This ra lead was surgically abandoned and a new lead was successfully implanted with no reported adverse patient effects.